Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper bone preparation, and/or misaligning the insertion. The complaint allegation was confirmed based on the customer's attached picture, which shows the driver's tip broken off.

Event description:
On 1/25/2024, it was reported by a sales representative via email that a (2) ar-8991 fibertak dx suture anchor inserter tips were breaking off upon anchor insertion. There was no further information provided. This was discovered during an unspecified procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.